Event description:
A pump malfunction was reported and identified by the display of malfunction code 16. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for the replacement of the pump and instructed the customer on the procedures to put the malfunctioning pump into storage mode before returning it with a pre-paid label. The customer acknowledged these instructions and will use multiple daily injections as a backup therapy to ensure insulin delivery is not interrupted.